Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: a3a: sex should have been female rather than blank.

Event description:
Additional information received indicates that surgical intervention took place in 2025 to explant the system. During the procedure only a portion of the lead and ipg were explanted to address the issue. A fragment of the lead remains implanted (related manufacturer reference number: 1627487-2026-01699). Exact date of explant is unknown. Exact date of explant is unknown.